Manufacturer narrative:
A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was used as a veterinary product in a veterinary procedure. Device is marketed for human use. The health professional refers to the veterinarian. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
The user facility reported during a tplo procedure on a canine on (B)(6) 2013, the small battery drive made noises and stopped working. Device was tested with other batteries but still did not function. Reportedly a spare device was available and was used to complete the procedure with no further problem. No harm to the canine was reported. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device was received for evaluation. The reporter's complaint that the small battery drive drill stopped working was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time.